Event description:
The tech alleged that when the bed was placed in trendelenberg position the bed would run back to the high position when the button was released. No pt impact.

Manufacturer narrative:
The motor control power control board was replaced by the tech to resolve the issue.